Event description:
Device returned for service. During service technician found that the display did not work, malfunctions of gauge and errors related to handpiece function, and irrigation pump not extending. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by technician, connector sleeve was found to come apart, and ac power assembly ok. Item was repaired.